Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (300-400 mg/dl). The cause for the reported elevated bg levels was unknown. Reportedly, a bolus was delivered to address elevated bg levels. Contact reported the customer adjusted the pump carbohydrate ratio without guidance from customer's health care professional. System check with tandem technical support was performed and the pump functioned as intended.